Event description:
It was reported that tandem mobi pump battery would not charge despite use of standard charging pad, cable, wall adapter, and a confirmed working outlet, and pump did not start charging even after remaining on charging pad for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer tried different charging cable without success, then used different charging pad in car which successfully charged pump, and technical support advised against ongoing use of third-party charging supplies and arranged replacement charging supplies by two-day shipping, after which pump was charging and no further assistance was required.